Event description:
It was reported that during a peripheral stenting procedure, the stent deployed outside of the patient. The target lesion was located in an unknown vein in the arm. In preparation, the 9x42x1350 sentinol biliary stent system was removed from the packaging and flushed with no anomalies noted. When the physician was about to load the device onto a non bsc guide wire, he noticed that the stent was slightly released. He attempted to adjust it and the stent fully deployed, outside of the patient. The device was not used. The procedure was completed with another of the same device. As there was no contact with the patient, no patient complications occurred. The patient's condition was reported as `stable'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the returned product was received with the stent separated from the delivery device. Visual and tactile inspection of the delivery device revealed that the fixed bumper, which is adhered to the inner-member, was pushed fully out of the tip of the outer shaft, therefore, deploying the stent. A shaft kink was detected approximately 8cm proximal from the end of the hub. The shaft appears to be damaged/twisted approximately 2.5cm and 6.5cm proximally from the end of the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a peripheral stenting procedure, the stent deployed outside of the patient. The target lesion was located in an unknown vein in the arm. In preparation, the 9x42x1350 sentinol biliary stent system was removed from the packaging and flushed with no anomalies noted. When the physician was about to load the device onto a non bsc guide wire, he noticed that the stent was slightly released. He attempted to adjust it and the stent fully deployed, outside of the patient. The device was not used. The procedure was completed with another of the same device. As there was no contact with the patient, no patient complications occurred. The patient's condition was reported as `stable'.